Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing could not reproduce the reported issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for an electrode and probe placement procedure. It was reported the system went into ¿initializing, please wait¿. The system was rebooted, and issue was resolved. This issue occurred perioperative and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.